Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky and disoriented. A patient reported they were seen at the doctor's office. Their meter allegedly had no power. Not able to get a result on their meter since it will not power. The result on the doctor's meter was 32mg/dl. The time difference between patient's meter and ER meter was: no comparison was performed. Treatment was orange juice given by doctor. No further information has been reported.